Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and internal haemorrhage ("internal bleeding") in a 33-year-old female patient who had essure (batch no. 919034) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6)2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2012, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6)2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), internal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), loss of consciousness ("black out/ moments of unconsciousness"), hypersomnia ("sleeping a lot") and asthenia ("lack of energy"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy (partial)) and surgery (emergency hysterectomy). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, internal haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dyspareunia, loss of consciousness, hypersomnia and asthenia outcome was unknown. The reporter considered abdominal pain lower, asthenia, dyspareunia, ectopic pregnancy with contraceptive device, headache, hypersomnia, internal haemorrhage, loss of consciousness, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the heartbreaking procedure of a emergency partial hysterectomy due to internal bleeding major bleed loss which requires a blood transfusion before the procedure could be done. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in may 2012: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and internal haemorrhage ("internal bleeding") in a 33-year-old female patient who had essure (batch no. 919034) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2012, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), internal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), loss of consciousness ("black out/ moments of unconsciousness"), hypersomnia ("sleeping a lot") and asthenia ("lack of energy"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy (partial). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, internal haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dyspareunia, loss of consciousness, hypersomnia and asthenia outcome was unknown. The reporter considered abdominal pain lower, asthenia, dyspareunia, ectopic pregnancy with contraceptive device, headache, hypersomnia, internal haemorrhage, loss of consciousness, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the heartbreaking procedure of a emergency partial hysterectomy due to internal bleeding major bleed loss which requires a blood transfusion before the procedure could be done. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- events abnormal bleeding (vaginal, menorrhagia), migraines / headaches, nausea, dyspareunia (painful sexual intercourse), pain, black out / moments of unconsciousness, sleeping a lot, internal bleeding and lack of energy were added. Incident: there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, ectopic pregnancy with contraceptive device and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.